Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The complaint information and analysis of the returned device were reviewed. The embolic protection system (eps) was returned with visible blood and contrast on/in the filtration element and on the handle. The condition of the returned device is consistent with being inserted in the patient. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported failure to advance was likely due to anatomical conditions. It is likely that during the attempt to advance into the heavily calcified and tortuous lesion, the barewire tip became compromised resulting in separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified left common carotid artery. A large emboshield nav6 embolic protection system (eps) along with the bare wire, advanced as a one unit; however, resistance was noted due to patient anatomy and the tip of the bare wire separated. The device was removed and the separated tip was retrieved via snare. Another large emboshield nav6 eps was used to continue the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.